Event description:
The user came for a follow-up fitting and the parents reported that the child is not reacting to sounds. The child didn't react reliably since activation; therefore, it is not clear if she ever had any benefit from the device. The parents reported she reacted to voice of her brother in the beginning, but they couldn't replicate it. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition the electrode array partially migrated out of cochlea. However, to determine an exact root cause a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the electrode array partially migrated out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came for a follow-up fitting and the parents reported that the child is not reacting to sounds. The child didn_t react reliably since activation; therefore, it is not clear if she ever had any benefit from the device. The parents reported she reacted to voice of her brother in the beginning, but they couldn_t replicate it. The user has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came for a follow-up fitting and the parents reported that the child is not reacting to sounds. The child didn't react reliably since activation; therefore, it is not clear if she ever had any benefit from the device. The parents reported she reacted to voice of her brother in the beginning, but they couldn't replicate it. It is considered to proceed with a reimplantation.